Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Half a tampon stick inside me and had to go to emergency room for removal [foreign body in reproductive tract] went to take tampon out, it split in half. Half the tampon stick inside me [complication of device removal] tampon split in half [device breakage] case narrative: consumer reported via e-mail that her tampon split in half during removal. No serious injury reported.